Event description:
Out of box failure. Ventilator was put on neonatal pt and respiratory therapist heard popping noise and smelled smoke. Took pt off ventilator and pt was bagged. There was no pt injury.